Manufacturer narrative:
Lot number not provided by the complainant therefore the expiration date is not known. Lot number not provided by the complainant therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician placed a securmark for celero biopsy site identifier on (B)(6) 2014. The pt presented to the emergency room (ER) six days later, then again multiple times, and was reportedly having a reaction to the marker. The marker was removed and the patient is doing well.